Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4-40 stud broke off the handpiece during the case. The handpiece was changed and the case was able to be finished with no pt consequence.